Event description:
It was reported that in the syngo plaza archive online sts (short-term storage system) there are study entries with archived symbol, but no entry in the archive db (no link to the file in the lts - long term storage). If the study is deleted in the online sts, the pictures are lost. There was no injury associated with this event. This event occurred in (B)(6).

Manufacturer narrative:
A new ui (update instruction) will be distributed to all affected customers. With this ui, all affected data will be found and delete protection will be set on the data to prevent data loss. For all new installations, this ui will be installed as well. With the new software, va20d, the data loss is prevented in the software. Add'l measures will be taken as well; a tool (set delete protection tool) will be released to find affected data and set the delete protection for such data. This tool shall be added to the maintenance task at the sites and has to run once a day. This will be released as a separate update instruction (ui sy129/12/s). As an immediate measure to prevent data loss, update of stored procedures in database will be done to "delete protect" affected data and double-check before change of "archive status" (in software vd20d); for all new installations, the ui sy129/12/s has to be installed in addition to the new vd20d software; archive now tool will be enhanced to archive the affected series. (B)(6).